Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-13995n broke when passing through the tendon. It was discovered the needle tip broke off because the tip was visible inside the patient. All was retrieved and it was determined all of the needle was recovered. The needle was replaced and the case completed with no further issues. The patient is fine to date.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-13995n broke when passing through the tendon. It was discovered the needle tip broke off because the tip was visible inside the patient. All was retrieved and it was determined all of the needle was recovered. The needle was replaced and the case completed with no further issues. The patient is fine to date.